Manufacturer narrative:
The customer reported that they had generated discrepant results with significant variation when using the cap/ctm hiv v2 test. The patient whose results were in question had previously generated target not detected (tnd) results. A new sample from the patient generated a log titer of (B)(6) on (B)(6) 2012. The doctor questioned the result. A new sample was drawn which generated a tnd result. No patient treatment changes were made based on the discrepant result. The site had reported having transient instrument hardware issues since maintenance was performed on (B)(6) 2012. On (B)(6) 2012, after the discrepant result was generated, several hydraulic components were replaced (air pump 2, teflon tubing and syringe 2). An instrument support team visited the site on (B)(6) 2012. A full cobas ampliprep (cap) instrument calibration was performed and met all specifications. A fluorometer check was done on the cobas taqman 48 (ctm48) analyzer and met all specifications. All controls run by the support team while on site were valid and within expected ranges. The most likely cause of the discrepant results previously generated by the customer was the malfunctioning cap instrument, since after replacement of hydraulic components on (B)(6), the customer's internal control h9300 produced results within expected ranges and no other issues have been reported by the site. Kit batch retain testing met specification. No samples were available for investigative testing. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer in (B)(6) filed a complaint alleging that they generated results with significant variation when using the cap/ctm hiv- v2.0 test. This report addresses patient sample (B)(6). The patient had previously generated target not detected (tnd) results. On (B)(6) 2012, a sample from the patient generated a log titer of 4.48. The doctor questioned the result, which did not fit the clinical background of the patient. A new sample was drawn and generated a result of tnd. It was stated that there were various instrument issues at the time, and several hydraulic components were replaced. It is unknown if they may have played a role in the generation of the discrepant result. MDR 2243471-2012-00024 has been filed for discrepant results generated with sample (B)(6). The associated us product is (B)(4).